Event description:
Ibc from pt. She is having a problem with cadd ms3 pump used for remodulin IV. Sn (B)(4) (due on 03/23/2018). It appears to have lost its programming. It is asking the pt for a setup passcode and she cannot get to the screen she normally uses loads, the syringe and infuse. Reviewed pt keeps batteries in the pumps all time - she states she does. She switched to the back-up pump without incident. Sending replacement. No further info available. The error did not occur while in use. It did not cause any harm to the pt. It is available for return, and we are currently working on sending a replacement.